Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air in line alarms. The root cause was determined to be wide inscribed pin dimension which has been known to cause the reported symptom. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no patient involvement.